Manufacturer narrative:
The product was returned and found to have a damaged cannula tip. The cannula tip was found to be occluded and contained crystalized insulin at the tip. This condition would have contributed to reported symptoms (elevated bg levels) during use. This type of damage typically occurs when the patient is very lean and the cannula is fired into muscle, not "pinching up" at the insertion site. Patients are trained to select an pod placement site consisting of fatty subcutaneous tissue. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient followed the labeling as recommended. There was no adverse event. Review of the DHR revealed no abnormal events or trends from manufacturing and testing. This was an isolated incident from this lot. The lot was found to have met all acceptance criteria and was deemed fit for release.

Event description:
Customer called to report that she deactivated before the 3 day expiration because her son's (the user) bg was over 400. The pod didn't respond to correction boluses. Upon removal of the pod, she noticed that there were little white crystals in the cannula. She stated the basal rate was 0.2u/hr. They were able to activate a new pod successfully and bg came down.